Event description:
Patient reported that the pump just stopped working on (B)(6) 2019. Patient stated he had successfully infused using pump approximately 50ml of 50ml syringe (1st of 3) but then pump made a loud sound and then stopped pushing syringe plunger, so he manually pushed the 10ml now, he has another 60ml to infuse + another 20ml in another prefilled syringe to infuse the remaining dose to complete infusion of his prescribed dose. No missed dose. No other information. Reported to (B)(6) by: patient/caregiver. Dose or amount frequency route: 20gm/200ml every week sq. Dates of use: from (B)(6) 2016 to current. Diagnosis or reason for use: nonfamilial hypogammaglobulinemia.